Event description:
The customer originally returned his olympus evis exera ii ultrasonic bronchofibervideoscope because it was leaking at the distal end during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the adhesive at the distal end was cracked. This report is being submitted to capture the cracked adhesive noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a strong leak was discovered at the scope channel. Additionally, as noted in describe event or problem, the adhesive at the distal end was cracked. There were deep dents in the open channel, a leak in the forceps passage, and the insertion tube had buckling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 25-mar-2022. Repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tip adhesive was peeling due to the same stress that caused the other breakages however, the root cause of the stress could not be determined. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.